Event description:
The customer stated that the device shut down and no audio alarm sounded. The nellcor puritan-bennett service technician verified the reported condition, inspected the device and replaced the controller ic and power relay. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.